Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device exhibited no power with black screen. A field service engineer (fse) identified that the drawer 5.2 board was failed and resulted in power failure. Fse replaced the drawer board and resolved the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had no power and was displaying a black screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.